Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis and high blood glucose of 560 mg/dl. It was stated that the customer gave 10.0 units manual injection and her glucose level rose to 580 mg/dl. The daughter stated that the customer had bronchitis and she was placed on antibiotics. It was stated that since then, the customer's blood glucose had been high. It was stated that the customer had been vomiting due to illness and the customer does not feel the insulin pump was malfunctioning. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.